Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a broken tip and the distal end was detached from the bending mesh. In addition, the device evaluation found the biopsy channel had a leak, there was a broken image guide fiber resulting in compromised image, the bending section was found to be broken, there was a breakage of the ultrasonic transducer, there were dents on the insertion tube due to physical stress, there was looseness of the scope connector (defects of the connector), and there was low angulation due to angle wire stretched. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that on the tip of the bronchovideoscope, it was missing a piece that holds on to the actual balloon. The issue was discovered during reprocessing. There was no patient involvement.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause as to why the component was detached from the distal end could not be identified. As to damage per the contents described in the then instruction manual (revision 28), the reported phenomenon might be prevented by following these descriptions: caution " do not coil the insertion section, universal cord, or ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal". " do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result". " do not twist or bend the bending section with your hands. Equipment damage may result". " do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks". Olympus will continue to monitor field performance for this device.